Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the device was stuck in the drill. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed the drill was stuck inside the attachment. However, further evaluation of the attachment after removing the drill did not reveal any damages or malfunction of the device.